Event description:
It was reported that during insertion of the anchor into the patient's bone the anchor broke even though a hole was used to initiate the fixation. There was a delay of 40 minutes. All broken pieces were removed from the patient. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.